Event description:
Pt had 1 focal laser treatment. 12/26/95 focal l eye #60 0.1 100 microns 1 mw, prp #515 0.1 300-400microns 200-300 mw. 1/20/96 c/o difficulty with central visual acuity and headaches since last visit. 3/7/96 laser treatment at another hosp. 3/22/96 follow-up. Some central loss subretinal neovascularization is absent. Summary 19 pts rec'd 31 treatments 16 followed-up. 3 pts had complications subretinal neovascularization. 3 pts lost to follow-up.